Event description:
(B)(4) I had essure implanted in (B)(6) 2009. I have since had unexplained elevated white blood count since 2010 that a hemotologist could fine no reason for. I have had worsening lower back pain and sharp pain like a knife cutting in to my pelvis. Headaches that I used to never get I get 2 to 3 times a week. I am constantly tired. No matter how much sleep I get. I also have random painful numbness in my right arm and hand that it wakes me up if I'm asleep and is very painful when it happens when im doing things or trying to hold something in my right hand.